Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact root cause of the event could not be confirmed based on the limited information, investigation results suggest/indicate in addition to procedural factors (manipulation of the device, valve deployment position), patient factors (valvular calcification) may have contributed to the reported embolization of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: barth s, reents w, zacher m, kerber s, diegeler a, schieffer b, schreiber m, lauer b, kuntze t, dahmer m, hamm c, hamm k. Multi-center propensity-matched comparison of transcatheter aortic valve implantation using the acurate ta/neo selfexpanding versus the sapien 3 balloon-expanding prosthesis. Eurointervention 2019; jaa-609 2019, doi: 10.4244/eij-d-18-01120. This is one of seven manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, "multi-center propensity-matched comparison of transcatheter aortic valve implantation using the acurate ta/neo self-expanding versus the sapien 3 balloon-expanding prosthesis" in the absence of randomized data, comparison of the transapical acurate and transfemoral acurate neo prostheses with the sapien 3 prostheses using propensity-matching was performed. From 2012 to 2016, 1306 patients at 3 german centers received either the acurate/acurate neo prostheses (n=591) or the sapien 3 prosthesis (n=715). As reported, one sapien 3 valve embolization requiring intervention occurred.

Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
Additional information: section h10: narrative text. This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-10069, related manufacturer report no: 2015691-2020-10071, related manufacturer report no: 2015691-2020-10072, related manufacturer report no: 2015691-2020-10073, related manufacturer report no: 2015691-2020-10074 and related manufacturer report no: 2015691-2020-10076.